Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on provided device's logs, the alarms for high airway pressure, high continuous pressure and technical error codes indicating airway pressure sensor error, exceeded adjustable pressure limit (apl) pressure and disabled valves error have been noticed. The reported issue was not reproduced and no parts were replaced. It has been concluded that the reported problem was related to a high continuous pressure alarm which triggered a sw-issue causing the reported ventilation control errors and technical error codes related to pressure measurement. The sw-issue can be triggered if a high continuous pressure alarm has been triggered and a case has been ended with alarm still active, the following case will not have gas delivery. This could also happen during case if the alarm is triggered and the user switches to manual ventilation with alarm still active. The sw-issue was corrected in a later released sw-version. A field action was initiated during 2022 with the aim to address the sw-issue on the anesthesia systems with the concerned software version installed. The field action consists of an update to a sw version in which the sw-issue has been corrected. The reported issues occurred with sw version 04.07.00. Therefore, new sw 04.08.04 was installed. The correction of fields h4 device manufacture date, h8 usage of the device and g2 report source was required. This is based on the internal evaluation. Previous manufacture date: 11/16/2016. Corrected manufacture date: 10/27/2016. Previous usage of device: unknown. Corrected usage of device: reuse. Previous report source: foreign, user facility, company representative. Corrected report source: foreign, distributor h3 other text: 4112.

Event description:
It was reported that the anesthesia workstation stopped working during the beginning of the introduction to anesthesia. Alarms for high airway pressure was found in logs. There was no patient harm. Manufacturer's ref. #: (B)(4).